Event description:
It was reported the patient presented in clinic for follow-up with dizziness. During interrogation, it was noted the atrial and right ventricular leadless pacemakers (lp) exhibited implant to programmer miscommunication, poor implant to implant communication, and the output rate during atrial to ventricular loss of communication was lower than the base rate. No changes or interventions were reported. There were no patient consequences.